Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was 134 mg/dl. The customer stated the sensor had apparently missing electrode. The customer stated that sensor appear bent and happened with 4 sensors of this package. The customer also reported that needle housing got stuck inside the serter but sensor stuck on pedestal and it happened in 1 sensor. The customer reported the serter's catch arm was bent. The customer was advised that we are sending replacement.